Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 11.8 mmol/l. The customer stated that the buttons do not respond. The customer was hospitalized because their insulin pump delivered all the insulin from their reservoir. The customer could not delivered a bolus due to the button issues. The customer sent the product back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the keypad traces was inspected, no damage noted on the keypad traces and the j2 keypad connector on the lcd board was found properly locked. The insulin pump passed the displacement accuracy test.